Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure, the device was inserted in the usual fashion. A 5mm trocar was placed in the device which was closed around the trocar. Insuflation was obtained through that trocar. After several seconds the device tore. Another device was opened and inserted in the incision. Again the 5mm trocar was placed in the device and the abdomen was insulflated. The trocar was removed and the surgeon placed his hand in the device. After several minutes, that device tore. Another device was opened and inserted. The procedure was completed with no patient consequence.